Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on january 8, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to host module. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the machine was "hanging." The system was switched out to proceed with surgery.

Manufacturer narrative:
The host module was received and a visual inspection of the sample did not find any non-conformities. The host module was then installed in a calibrated vision system and it was found to have no problem. The reported issue could not be replicated, thus, how or when the component caused the reported event remains inconclusive. The root cause of the reported event can be attributed to host module. However, how or when it became non-conforming remains inconclusive. (B)(4).